Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery with x-tab was performed for the spinal fusion, ranging l3-l5, on (B)(6) 2016. It was postoperatively found that the false joint had been generated on l4-l5 area. The replacement surgery, ranging l3- s2, was performed on (B)(6) 2017. The implants (part number unknown) were removed without difficulty. While the surgeon was inserting a screw (part number unknown) half way through with ¿2867.60.010 poly driver, 10mm¿ and ¿2867-60-350 x-tab insertion sleeve¿, the tab of the screw (x-tabcfs screw which had been fixed on l4 right) broke at the breakable line early.. After that, in order to re-insert the broken screw completely, the surgeon used the reported driver shaft ¿viper2 t20 hexlobe driver shaf (286725020)¿. But the tip of the driver shaft broke. Also, the chipped fragment stuck inside a screw shaft. The surgeon tried to remove the fragment, but he couldn't. The surgeon rested the screw, and inserted a rod, stabilized the setscrew using approximator flex-clip (279712570). At last the surgeon closed the incision, but the surgery was delayed by two and a half hours. After the surgery, it was found the reported poly driver (286760010) had broken. It was unknown when it broke.

Manufacturer narrative:
Visual examination of the returned found the distal tip was broken off. The broken tip was not returned. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes which indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. Hardness testing was also conducted. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver shaft tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.